Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367, which occurred on the homechoice (hc) during dwell. The patient had not initiated therapy prior to connecting. The supplies had not been damaged by an outlet port clamp or an assistance device. The patient was not connected at the time of the alarm, as the patient line had separated from the transfer set. The patient had pulled the tubing apart. The technical service representative (tsr) explained the message to the registered nurse and informed her to use manual bags instead. Proper procedures were reviewed. There were no samples or lot numbers available. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This condition of a system error 2240 was confirmed. The root cause was use error, as the patient had disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.